Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high shock impedance greater than 125 ohms when programmed in triad configuration and rv coil to right atrial (ra) coil. A chest x-ray was performed and it was determined that the device has migrated down, possibly shifting the terminal pin in the header. The system was programmed rv coil to can, which resulted in an acceptable impedance value. No adverse patient effects were reported.